Event description:
When attempting to remove nasogastric tube, endotracheal tube dislodged. Pt hypoxic, emergent cricothyroidotomy. Oral et tube removed which had ngt wrapped around it. Pt neurologically unresponsive after event and expired 3/2/93.